Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle resulted in a needlestick injury. The following information was provided by the initial reporter : the nurse was recapping with both hands after supporting a patient to inject insulin and pricked her finger on the needle.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle resulted in a needlestick injury. The following information was provided by the initial reporter : the nurse was recapping with both hands after supporting a patient to inject insulin and pricked her finger on the needle.